Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2017, 5076-52 lead implanted: (B)(6) 2002, 694765 lead implanted: (B)(6) 2008, 694765 lead implanted: (B)(6) 2009; d154awg ICD implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hematoma proved to be an infection for which the cardiac resynchronization therapy defibrillator (crt-d) system was removed. The device was noted to be eroding through the skin at explant. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.